Event description:
A nurse alleged that when she entered the room the patient was partially on their side with an arm and shoulder between the siderail tubes and with their neck between the mattress and head end of the siderail (zone 3). The stretcher was at 30 degrees head elevation. CPR was administered to revive patient.